Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 19. Primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.